Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that all wires of the proximal coil were fractured. The proximal and distal insulations were damaged at 28.3 cm from the connector pin, due to clavicular crush.

Event description:
Caller reported a potential false positive troponin I (tni) result on triage profiler sob test vs. Triage cardiac panel test.

Event description:
It was reported that the ventricular lead exhibited high impedances, first noted in 2007. In 2008, oversensing was noted on a transtelephonic monitoring transmission. In 2009, impedance was 1948 ohms in bipolar and less than 200 ohms in unipolar. Clavicular crush damage was noted at explant.